Manufacturer narrative:
E1: patient city: (B)(6). Patient country: australia.

Event description:
Reference number (B)(4). Event occurred in australia. On 28-aug-2024, it was reported that the patient faced infusion set tubing detach from the cannula body. No further information available.